Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.

Event description:
It was reported that during central processing, Monopolar Curved Scissors had the tip burned. There was no report of patient involvement